Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
It was further reported that the fracture was noticed prior to surgery.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was confirmed by review of revision operative notes received. The notes stated the patient underwent revision surgery for breakage between femur and extension stem. Additionally, it was noted old sutures and hematoma were removed. No other complication was noted during this revision surgery. DHR was reviewed and no discrepancies relevant to the reported event were found. Per package insert, nexgen rotating hinge knee: implant fracture is known adverse effect of this system. However, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical device: rotating hinge knee femoral, catalog #: 00588001301, lot #: 61202621; nexgen stem extension, catalog #: 00598801018, lot #: 61184543; unknown tibial tray, catalog #: unknown, lot #: unknown; unknown bearing, catalog #: unknown, lot #: unknown/ report source - foreign: this event occurred in (B)(6). Customer has indicated product will not be returned to zimmer biomet for investigation. Investigation is in process. Once the investigation is completed, a follow-up report will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2019-00282. If any further information has been found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location unknown.

Event description:
It was reported patient underwent left total knee arthroplasty. Subsequently, patient was revised due to stem fracture.